Event description:
The patient had a concomitant surgical procedure of tricuspid valve repair through a minimally invasive thoracotomy. During the same procedure on ((B)(6) 2022) a cryoflex probe and a cardioblate lp ft clamp powered by a ft-10 generator were used. The left atrial appendage was closed. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were not performed. It was stated that there were multiple failed cardioversions. On ((B)(6) 2022) the patient experienced pleural effusion. The patient presented to the emergency department with increased shortness of breath for two days with right upper chest tightness and intermittent right arm pain. The patient¿s breathing was worse when lying flat. The patient was treated with concomitant/additional medication, thoracentesis and hospitalization. The patient's status was recovered/resolved on the (B)(6) 2022. The adverse event was deemed by the site as not related to the study devices or study procedure and causally related to the concomitant procedure. The site¿s rationale for relating to the concomitant procedure it that it is a post-surgical procedure complication. The adverse event was deemed by the sponsor as related to the concomitant and study procedures and possibly related to the cryoflex probe and cardioblate lp ft clamp.

Manufacturer narrative:
Medtronic investigation - review of the complaint with office of medical affairs determined, the site noted that this was not related to the mdt devices but potentially related to the concomitant procedure.there were patient adverse effects, medtronic will continue to monitor for future events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.